Event description:
It was reported that during an attempted implant of a right ventricular (rv) lead, the patient developed asystole due to complete at rioventricular (av) block and syncope. Although the event is not clearly related to the rv lead itself, the patients symptoms were induced during lead insertion and manipulation into the rv chamber. The patient was provided intravenous medication and a short resuscitation with external massage of the heart was performed. The rv lead remains in use. The patient is participating in the attain (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: dtba2qq cardiac resynchronization therapy defibrillator implanted: (B)(6) 2013; product ID: 407652 implantable pacing lead implanted: (B)(6) 2013; product ID: 429878 implantable pacing lead implanted: (B)(6) 2013. (B)(4